Event description:
Meter name: one touch profile. Strip name: one touch test strips. Meter code: 6. Strip code: 6. Strip storage: stored correctly. Symptoms: unknown. The pt's family member called to report that the meter was not reading correctly. The meter allegedly was inaccurately low. The results from the pt's meter was 29-40mg/dl in the evening, then 0mg/dl at midnight. The result from the pt's fast take "200+mg/dl". There was no result from any other device. The time difference between the one touch profile meter and the fast take meter is not known. There was no treatment.